Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the telescope being unable to be fixed on the coupler. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope of his olympus hd 3cmos autoclavable camera head was detached from the coupler during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed without any patient harm using a similar device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The telescope could not be fixed on the coupler. Additionally, a leak was found in the cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.